Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units system is overheating.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse internally cleaned the fans. The fse also checked and calibrated the drive regulator. The unit passed all performance and safety tests according to specifications. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) units system is overheating. There was no damage on inconvenience done to operators or patients.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,e3, h6(clinical & impact).